Event description:
In 06, nellcor received a report that a pt experienced four occurrences of leaks on the 8lpc tracheostomy product. The caller is reporting leak issues with the device while in use on a pt.